Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (b)64 . PMA 510(k): - the product within this report is a combination product. Complaint sample was evaluated and the reported event was confirmed. The retained sample was evaluated and it was determined the setting time was too long. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing process problem. Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cement did not harden until after 45 minutes. Surgery was delayed up to 60 minutes. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reserve sample from the same lot was evaluated and the reported event was confirmed. Testing was performed under standardized conditions and the sample tested showed the setting time was too long. Device history record ( DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined at this time; further investigation has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. According to the available data, a non-conformity has been detected. Related to the issue, a field action was initiated, in order to recall all affected products, which is not affecting american products. To date no adverse health outcome has been reported. If any further information is found which would changer any conclusions or information, a supplemental will be filled accordingly .

Event description:
Cement behavior different // cehs.